Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a caesarean section on (B)(6) 2018 and suture was used. The suture was broken when pulling the suture with slight force to tie up the suture during use. The operation was completed by using another needle suture in another package with a different lot number. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.